Event description:
It was reported that high lead impedance measurements were observed during the implant procedure. It was also noted that the expected threshold and sensing measurements were not obtained utilizing the pacing system analyzer. The physician suspected a lead malfunction and did not implant the lead. A different lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found.